Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the device was not alarming audibly. The customer had a high ketones and a high blood glucose of 414 mg/dl but the device did not alarm. The customer was treated with the insulin pump. It is unknown if they were using the auto-mode. The device failed the audio test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures .